Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit but was unable to reproduce the reported malfunction. The fse replaced the drive manifold after the drive manifold leak test failed with k7 leaking. The unit passed all functional and safety tests per manufacturer specifications. The failure analysis and testing dept. Received drive manifold with a reported unit failure of failing drive manifold leak test. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed drive manifold into the cardiosave test fixture and tested the drive manifold to factory specifications per procedure and the cardiosave service manual part number 0070-00-0639 revision r. The fat dept. Was able to replicate the complaint of the drive manifold failing the leak test. The drive manifold failed test #3, with a result of -120 mmhg. The factory specifications for test #3 is +-20mmhg. The drive manifold failed testing. Itd was chosen as a root cause until we receive results from the supplier. Sending the drive manifold to the supplier per procedure. The most probable root cause is component reliabililty.

Event description:
It was reported that the cs300 intra aortic balloon pump`s catheter sensor had failed. There was no injury reported.

Manufacturer narrative:
Due to character limit inn the e1 section the full event site name (B)(6) hospital. A supplemental report will be submitted upon the completion of investigation.